Event description:
It was reported that the insulin pump has physical or cosmetic damage. It was stated that the battery compartment is cracked and the customer had to tape the battery cap. Blood glucose value is 9.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked lcd window, reservoir tube cracked, cracked reservoir tube window, cracked belt clip slot and loose/shifted end cap sticker.